Event description:
Info received indicates the brakes are still not locking when engaged. The bed continues to roll.

Manufacturer narrative:
Tech replaced the brake mechanism and all four casters to repair the bed.